Event description:
It was reported the ventilator mode knob did not function. No reported patient involvement.

Manufacturer narrative:
H10 ? Device evaluation results: the affected pneupac ventilator was returned for investigation in used condition. Visual inspection revealed that top corner of the front panel was warped. The air mix knob end cap was also missing. Gas was applied and the investigator was able to toggle between the three modes on the function switch numerous times. The device delivered and cycled every time when appropriate. The investigation did not confirm the customer reported product problem. No fault was found.